Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2005; ddbb1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with an impedance alert on the patient's right ventricular (rv) lead for high pacing impedance. It was also noted that the superior vena cava (svc) impedance was elevated as well. Follow-up did not indicate any specific actions taken to date and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.